Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced extrusion. A "repair" surgery occurred on (B)(6). Additionally, it was reported that the plaintiff experienced unspecified uterovaginal prolapse, pelvic pain, nocturia,right suprapubic fistula, hematuria and chronic inflammation. It was also reported by the plaintiff's attorney that the plaintiff allegedly experienced migration. The plaintiff also experienced an infected sling,complication of genitourinary device and urinary retention. Furthermore it was reported that the plaintiff died. No cause of death was reported. Related to 2183959-2015-00516.